Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead was unable to be implanted. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was ¿lead could not be fixed¿. As received, a complete lead was returned for analysis. Electrical testing and visual inspection of the lead did not find any conductor fractures or internal shorts and anomalies with the exception of procedural damage.